Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot review was performed with no issues noted.

Manufacturer narrative:
Date returned to mfg: 11/13/2019. The device was received for evaluation. The product was tested per product specification. The complaint of leakage on the returned used primary plum set could be confirmed. There was a leak from both the inlet filters and the vent plug juncture. The leaks appeared to seep through the filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate reaction during use.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The date of the event is unknown. The customer reported that a plum set broke off and leaked carboplatin. There is no report of patient involvement, adverse event or delay in critical therapy.